Event description:
It was reported that the ultrasonic bronchofibervideoscope displayed a split screen. The issue was found during preparation for use for a diagnostic bronchoscopy with endobronchial ultrasound (ebus), fine needle aspiration (fna), and biopsies. Anesthesia was extended for 10 minutes due to troubleshooting, and the ultrasound guided portion of the procedure was terminated with very few samples collected. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.